Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the ins was overdischarged due to charging issues that began in 2014. The patient¿s wife stated that the ins worked to give the patient relief in the right stump area until the ins stopped working in 2015 due to not being charged, after which the patient¿s pain returned. It was noted that there were no falls that contributed to the issue but the patient and his family had charging issues which led to the ins being overdischarged and the ins had not been on since. The patient¿s wife reported that the patient¿s family tried to assist the patient with charging, however the family focused on other important medical concerns with the patient which led to the overdischarged ins. The patient¿s wife stated that the family did not contact the manufacturer about the charging issues. The patient¿s wife requested the ins to be replaced with a non-rechargeable ins due to the charging issues, as well as, being easier for the patient/family to not worry about charging the ins; the healthcare professional agreed and the ins was replaced with a non-rechargeable ins. It was noted that the replacement ins had good impedances and, post-operatively, the patient was getting good coverage of their right stump area. The patient and his family were educated on the non-rechargeable ins and the programmer. The patient and his wife were happy that the stimulation was on and covering the patient¿s pain area and they had no further concerns or questions. It was noted that the explanted ins would not be returned to the manufacturer. No further complication were reported/anticipated.